Manufacturer narrative:
The bec customer technical support (cts) stated that the customer reconnected the loose red tubing pinch valve (lv14) right underneath the red blood cell (rbc) bath, which resolved the issue. Service was not dispatched for this event as the customer corrected the issue. Per product labeling: warnings and precautions: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that a quarter (1/4) cup of liquid was leaking under the coulter act diff analyzer. The operator opened the front cover and found the red tubing right underneath the red blood cell (rbc) bath was loose. The operator was wearing a lab coat and gloves; no goggles were used. There was no direct physical contact with any mucous membrane or open wounds. No erroneous results were generated however a failure mode was identified which has the potential to cause all parameters erroneous results due to either carryover or dilution.